Manufacturer narrative:
The subject device was returned and evaluated by olympus. The 'no image' was not confirmed during inspection. The device was repaired and sent back to the user facility. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the subject device failed the leak test during inspection. It is speculated when this product was in reprocessing or stored together with tweezers, forceps, or knives, a hole was made in the camera cable. The electric circuit inside the product was destroyed by water leakage, and communication between the camera head and the processor became impossible, which could cause no image. The contents of the instruction manual at the time of shipment from the product was checked and the following descriptions identified: do not coil the camera cable with a diameter of less than 20 centimeters. Never excessively pull the camera cable, but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Never use a clamp or forceps to attach the camera cable to another object. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer contacted olympus to report no image. This issue was found during preparation for use. There was no report of health consequence to a patient.